Manufacturer narrative:
The serial number is not known; therefore, the manufacture date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the active cord failed to transmit current when connected to the device. It was noted that bleeding occurred and was resolved by using cautery. The procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.